Event description:
Customer reported "insulin not being pushed out after priming and is concern deliveries". There was no reported impact to the customer. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.